Event description:
A patient suffered a cardiac arrest and was defibrillated by emergency medical services technicians in the field prior to being admitted to the intensive care unit(ICU). Upon arrival to the ICU, the old pads were taken off and replaced with zoll pacer pads. The patient's skin beneath the pads was noted to be intact. Approximately 5 hours later, the patient required transcutaneous pacing. The cardiology fellow came into the ICU and placed a balloon tip temporary pacemaker. After the insertion, the zoll pacer pads were removed to allow for an x-ray to be taken. Again, the skin was noted to be intact. Several hours later the patient experienced torsade de points and was defibrillated at 120 joules using another set of zoll pacing/defibrillator pads. A few hours later the patient was taken to the cath lab and the zoll pacer pads were removed. At that time, it was noted that the patient had two quarter sized black eschar wounds on their left chest, on the lower part of their breast, beneath the nipple area. Their wounds were debrided. The patient continued to ooze from the debrided sites and a surgical consult was obtained. They required epi injections to stop the bleeding. Upon review of the incident, it was determined that the pads had not been applied correctly. The pad had been placed over the patient's breast instead of under it and not all the edges had smooth complete contact. One of the edges had tented causing the current to arc and producing the injury.